Manufacturer narrative:
D10: concomitant product: dxt1510al, dextile dxt1510al 15x10cm left x1, (lot #syf1867x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two meshes were implanted for treatment of a bilateral laparoscopic inguinal hernia. Approximately 1 month after implantation, the patient experienced groin pain, leg pain with cramps, and back pain. The patient also reported intense, chronic tiredness causing discomfort. The symptoms reportedly progressed from the legs to the arms, with arm symptoms reported later. Another device used was from competitor's synthetic adhesive.